Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was not reported. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.